Manufacturer narrative:
Date rec¿d by MFR : 20jun2019, date of report : 28jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported unit cannot go into standby mode. The manufacturer¿s field service engineer (fse) replaced the sensor to address the reported problem. The ventilator standby test passed, and the device is fully functional. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 10aug2019. The gas delivery system (gds) was returned. The reported failure was not duplicated. The gds failed the air flow accuracy test due to the air flow sensor being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report:16may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer¿s international service technician reported unit could not go on standby mode. There was no patient involvement.